Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had hip revision for aseptic loose femoral stem. A hip revision was performed with implant of new stem, liner insert, & head ball. No additional information is available. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.